Event description:
Pt reported he woke up with a blood glucose level of 403 mg/dl. Pt stated he changed all of the accessories and corrected his blood glucose with the pen. Pt reported during the priming/extension the piston rod was stagnant. Pt stated he is missing an alert. Pt reported having problems with intervertebral discs and he received an injection of an unk medication. No further info is provided. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.